Manufacturer narrative:
Kit (lot number 1506m) was returned with wrong calibration button (lot number 1504n). Kit contents (capillary tubes, plungers, and droppers) when received were dispersed all over the interior of the kit, some missing. Returned without kit cover / lid. Contamination of kit contents likely due to exposure during shipping so investigation testing was not performed. There is no direct evident of erroneous results associated with this complaint. Late filing is part of (B)(4).

Event description:
Customer mixed kit components from 2 different lots of product. Customer calibrated a leadcare ii consumable kit with the wrong calibration button. Using a calibration button from a different lot number than the sensor kit lot presents a small risk that the results could be biased either positively or negatively depending on the set point for calibration of each button. Product labeling instructs customers to match the lot of the calibration button to the lot of the sensor in use. Kit lot number for sensors was 1506m. Calibration button used was associated with lot number 1504n.